Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial/lot #: (B)(4), ubd: 07-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient. The hcp reported that the patient sustained a fall in (B)(6) 2019 and landed on their buttocks with a mild injury to their elbow. The hcp stated that during a follow-up visit, the patient reported changes in paresthesia in their right leg. It was noted that an impedance test was performed, showing impedances greater than 12,000 ohms. A fluoroscopy showed what appeared to be a displaced contact next to the patient¿s cervical lead base around c3 vertebral body. The hcp added that the fluoroscopy showed migration of the tip of the thoracic lead from t8 to t7. Reprogramming and adjustments were made to the pulse width to increase coverage on the patient¿s right leg. The issue was resolved at the time of the report. No further complications were reported or anticipated.